Manufacturer narrative:
Zimmer biomet complaint (B)(4). Brand name: traumaone system 2.0 x 10 mm cross-drive locking screw or traumaone system 2.0 x 14 mm cross-drive locking screw. Catalog #: 41-2110 or 41-2114. Unique identifier (UDI) #: (B)(4). Implant date: approximately five years ago. Customer has indicated that the product will not be returned to zimmer biomet for investigation, they were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported four traumaone screws were removed due to a staphylococcus infection. A temporary antibiotic spacer was implanted to allow the infection to clear. No additional patient consequences were reported.

Event description:
This follow-up is being submitted to relay additional information.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed by review of explant date that confirm the parts were removed and replaced in a revision. It was reported that the reason for the revision was due to a staph infection. However, functional testing and inspections could not be performed due to the parts not being returned and no photographs, x-rays, scans, or physician reports being provided. For these reasons, this cannot be verified. The use of traumaone screws for patellar fixation represents an off label use for the screws. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.